Manufacturer narrative:
The unit had an intermittent button response due to corroded keypad traces. The unit did not have any button error alarms. The unit had a minor scratched lcd window, a cracked case at the display window corners, a cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 237 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.